Manufacturer narrative:
As allowed by (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion code: weakening of artificial teeth through excessive trimming out of teeth especially in retention areas in the framework and the drilling of retention holes in teeth. Improper fitting of device due to implant pts often lack of feeling for their occlusal load. We are closely working with the labs that have experienced this issue as most labs do not have any breakage issues. (B)(4).

Event description:
(B)(4).